Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from multiple patient samples processed on the vitros 3600 system. Patient a, sample 1 = 0.102 vs. An expected result <0.012 ng/ml; patient b, sample 1= 0.253 vs. An expected result <0.012 ng/ml; patient c, sample 1= 0.374 vs. An expected result <0.012 ng/ml; patient f, sample 1=0.284 vs. An expected result <0.012 ng/ml; patient g, sample 1=0.761 vs. An expected result <0.012 ng/ml; patient h, sample 1= 0.389 vs. An expected result <0.012 ng/ml; patient I, sample 1=0.573 vs. An expected result <0.012 ng/ml; the higher than expected patient a, sample 1 result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected patient a, sample 1 result was questioned after being reported due to subsequent trop serial sample testing results being obtained. The retest result for patient a, sample 1(<0.012 ng/ml) was believed to be the expected result and a corrected report was issued. The customer thereafter implemented triplicate testing of all patient samples. Subsequently, none of the affected patient results were reported. The expected result of <0.012 ng/ml was reported for all affected patient samples. There was no allegation of patient harm as a result of this event. This report is number two of five MDR's for this event. Five 3500a forms are being submitted for this event as five devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple non-reproducible, higher than expected vitros trop I es patient results were obtained while using the vitros 3600 system. There is no evidence that an instrument related and/or a reagent related issue contributing to the event. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. The investigation is ongoing.